Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The calibration and qc data provided at the investigation's site were ok. From the provided information, a general reagent issue could be excluded. The observed differences in ft3 values generated with the roche assay and abbott architect assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. Per product labeling, "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module. The patient's initial ft3 result was reported outside the laboratory. The customer performed additional testing with the patient's sample on a wako accuraseed analyzer. The patient's sample was sent for an investigation and was tested on a cobas 8000 e 801 module and an abbott architect. Refer to the attachment on the medwatch. The customer's cobas 8000 e 801 module serial number was (B)(4).